Event description:
Customer's family member called lifescan in 2003 stating pt's meter would not turn on when inserting strip. The customer care representative asked family member what was the brand of the strip and family member answered it was one touch ultra. The representative explained that the meter works with euroflash strips. Family member went to the pharmacy and bought a vial of euroflash strips and tried to turn the meter on with several strips with the pharmacist with no success. The customer started to feel symptoms of hypoglycemia at about 6:00 pm yesterday evening before dinner and after dinner began shaking and took their usual treatment which is 14 units of imulin nph pen and 14 units of humalog pen. It is not known if the patient tested their blood during this time. Pt did not eat or drink anything. The customer's nurse came the following day in the morning to make a comparision with the lab and nurse lent pt the one touch ultra meter until lfs sends pt a new meter. Family member called co in the afternoon, saying the meter is not still turning on and pt does not have a meter to test. (Family member and representative) tried to turn the meter on with two vials of strips with no success. Customer is feeling good now and the meter has been replaced.